Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Heraeus was notified that palacos bone cement was involved in this revision, as it was due to an infection. Heraeus reviewed the quality records for the bone cement, and determined that the batch was prepared in accordance with the requirements of their quality management system and confirmed that all quality control tests have been passed successful. This device is used for treatment. The components were reviewed for compatibility with no issues noted. The primary operative notes from (B)(6) 2010 when the femur, tibia, and patella were originally implanted were reviewed with no issues noted. The primary operative notes indicate that flexion and extension balance were assessed and balanced appropriately, and that satisfactory range of motion and stability were achieved. The operative notes from (B)(6) 2011 when the articular surface was first revised were also reviewed with no issues noted. These operative notes indicate that the knee was copiously irrigated before the articular surface was implanted. The two sets of operative notes from the 2-stage revision surgery state that the knee was irrigated multiple times for both procedures. The operative notes from the second stage of the revision also indicated that there was no visible evidence of purulence within the knee after the first stage, but did indicate that the antibiotic spacer was fractured. There is no information regarding the patient¿s adherence to rehabilitation protocol or any other patient factors that may influence the performance of the device. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. However, the adverse effects sections in the packaging inserts for the implanted nexgen components do address that there is a risk of infection after implantation. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient underwent a two-stage revision for infection. Implants were removed and the second stage occured 3 months later.